Event description:
There was two resolute integrity drug eluting stent implanted during the index procedure, one in the lad and one in the cx. It is reported that the patient developed renal injury and soft tissue infection. It is reported that the patient expired approximately 3 weeks after the index procedure. The cause of death is unknown. Investigator indicated that the event was not related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).